Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer stated that insulin has leaked out of the transfer guard when attempting to fill the reservoir. The customer stated that she has been able to fill and use the reservoir eventually, but initially, they leak out of the transfer guard. No blood glucose reading was reported.